Event description:
It was reported that pump battery would not charge despite use of working outlets, tandem charging cable and wall adapter, and alternate cables and adapters, and charging connection was not recognized although pump did not shut down and remained able to turn on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use injections as backup insulin therapy, received instructions to place pump into storage mode and return it with a prepaid label, and was informed that replacement pump would be provided under warranty and that pump settings and continuous glucose monitor would need to be connected and programmed on replacement device.